Event description:
It was reported, the olympus endoscope reprocessor had a device reprocessing problem. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Based on the results of the investigation, it is likely that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. Olympus expert staff has already conducted training on proper reprocessing for the user. The event can be detected/prevented by following the instructions for use: preventive measure is described in IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. And warns against inappropriate reprocessing. Olympus will continue to monitor field performance for this device.